Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported complaint confirmed by performing visual inspection per performance verification tests (pvt), found downstream occlusion sensor (dso) seal is cracking. Replaced dso seal. Upon further investigation found uso seal is buckling replaced upstream occlusion sensor (uso) seal and performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged dso (downstream occlusion) and water spots on the lcd (liquid crystal display) screen. There was no patient involvement, and no patient harm/adverse event reported.